Event description:
A cancer pt with numerous spinal metastases developed an acute painful vertebral fracture at the side of one metastasis that had already extended into the spinal canal, but without neurological sequelae. A balloon kyphoplasty was completed without difficulty. Several hours after the procedure, the pt lost sensation in his feet and was unable to move them. The physician performed a spianl decompression and removed part of the tumor pressing on the spine. The pt's sensation returned and paralysis resolved. At the time of the decomprssion surgery, the physician noted and removed a small amount of bone cement in the spinal canal that extravasated without being appreciated at the itme of the balloon kyphoplasty. The physician believes that the additional space taken by extravasted bone cement in the spianl canal was sufficient to force the tumor to compress the spinal cord.